Manufacturer narrative:
Concomitant medical products: 4269-45, lead, implanted: (B)(6) 1996, 3778-60, stim, implanted: (B)(6) 2009, 3778-60, stim, lead, implanted: (B)(6) 2009, 419678, lead, implanted: (B)(6) 2013, 97714, stim, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.